Manufacturer narrative:
The insulin pump was received with corroded keypad traces. However, all of the buttons are functioning properly. No ramping numbers noted on the display. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, and cracked case near the display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. It was also found the customer had a failed battery test alarm that they could not clear. Customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated the insulin pump may have been exposed to moisture from sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.